Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead. It was also noted that low pacing lead impedance measurements were observed as well. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.